Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to this issue. There was no reported adverse impact to the customer. Technical support provided information on resetting the pump and assisted the caller with this process, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared; they acknowledged and understood these instructions.